Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted has been ruled out as a potential cause. Additionally, the patient having contraindicating conditions, severe force being applied to the implant, and implanting the device off-label have been ruled out. The patient stated the pain they were experiencing was the same pain they were experiencing prior to the implant and the curonix device was not the main cause. The stimulator is used to treat pain. The cause of the severe pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the severe pain. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported severe back pain and was admitted to the hospital on (B)(6) 2026. IV pain medication was prescribed and the patient was discharged from the hospital on (B)(6) 2026. On (B)(6) 2026, the commercial team member met with the patient to reiterate proper use of the transmitter assembly and changed the programs on the transmitter assembly. The commercial team member met with the patient on (B)(6) 2026, who stated there was no change since the recent reprogramming. The patient will be scheduling an x-ray soon. No further information is available at this time.